Event description:
It was reported that the representative was present for a case and had interrogated two pump and both showed they were currently stalled and had not recovered. Neither pump was yet implanted. The representative had the pump in the garage and also in the car for three hours on the day of the report and cold weather was discussed. This pump was previously reported under manufacturer report # 3007566237-2014-00331. All follow-up information pertaining to the second pump that stalled pre-implant will be filed under this report number.

Manufacturer narrative:
(B)(4).